Event description:
Diagnostic cardiac cath complete. Right femoral artery angiography taken. Small 2 1/2 cm hematoma noted at sheath site. Physician aware. 6f sheath exchanged over wire w/angioseal sheath w/out difficulty. Attempted to advance carrier tube. Tube advanced until blue markers met but would not advance any more. Attempted to remove carrier tube to reinsert wire and change out systems. Collagen wet, would not allow removal of carrier tube. Sheath removed. Manual pressure held for 20 mins.